Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 350 mg/dl. Prior to the event, the patient experienced vomiting. In troubleshooting, the drive support cap appeared normal and unit passed a quick release test and a manual prime test. The customer was advised to do change the infusion set and the reservoir. No further information was provided.